Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the sensor, a 24-week-old, 500-gram premature infant developed a pressure wound on the back at the site of sensor placement. Upon removal of the sensor, dark discoloration and redness were observed under the probe, and skin damage to the back was noted. The sensor site was checked every 3 hours. The patient was seen by wound care and was being followed for the wound. At the time of reporting, there was no skin breakdown.